Event description:
Customer reported a low blood glucose incident caused by using an incorrect personal profile overnight. Specific blood glucose value was unknown, but it displayed as "low." Customer addressed the issue independently by consuming carbohydrates and did not require external assistance for switching personal profiles.